Event description:
A customer contacted beckman coulter inc. (Bci) to report tpm cup overflowed. No injury or exposure was reported.

Manufacturer narrative:
The customer primed the tpm. Customer technical support (cts) advised customer to run calibration, a control or old patient samples. Customer reported that the tpm is working and running properly. Customer reran some of the earlier patient samples and they recovered within range. Service was not dispatched.